Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned, non-emergency treatment procedure. The procedure was completed using a wired footswitch. It was reported to philips that the system¿s footswitch cine pedal was not functioning, which could impact imaging. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the wireless foot paddle was intermittently not functioning. The rse suggested a repair action and requested onsite support. The philips field service engineer (fse) confirmed the footswitch related malfunction. To resolve the issue, fse replaced wireless footswitch. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's footswitch cine pedal was not functioning, which can impact imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.